Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I, list number 04z21-25, and manufacturing site in section d of this report longford to alinity I processing module, list number 03r65-01, and manufacturing site of new suspect device irving, tx. MDR number 3016438761-2023-00215-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I high sensitive troponin results for one 81 year old female. The following data was provided: sid (B)(6) initial result 140 ng/l, rerun on same analyzer 4.9 ng/l, rerun on other analyzer 4.5 ng/l (customer normal range for female 21 years old and older is <14 ng/l). Customer ran specimen on their other analyzer and that resulted with 4.6 ng/dl. No impact to patient management was reported.